Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue. An examination was performed on the four customer-returned companion samples. Mold was confirmed present on the four pledgets. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that the ends of three tampons had brown coloring to them. She had used multiple tampons from her current box before realizing some were damaged. The consumer developed vaginal itching with foul discharge, nausea and vomiting. She discontinued use of the tampons and is now much better. Medical attention was not received.